Manufacturer narrative:
(B)(4). Batch # p56d1w. Device evaluation: the analysis found that one long60a device was returned with the clamping mechanism damaged and without reload present. No functional test was performed due the condition of the device. The device was disassembled to verify the internal components and the yoke was noted to be broken. Although no conclusion could be reached as to how the yoke became broken, this damage can occur when excessive force is applied to the closing trigger when the jaws are clamped over an excess of tissue. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications; in addition, a sample of the batch is inspected at fgqa. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure, the device blocked during the procedure. The surgeon couldn't close the device anymore. Device couldn't get out of the trocar. There were no patient consequences reported.